Event description:
It was reported the pt has lost stimulation. It was also reported multiple programmers have been unable to communicate with the ipg. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.